Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® ultra plus in the lips; 13 days later, patient was injected with 1cc of juvéderm volbella® xc in the tear troughs. During the volbella® xc injection, the patient was concomitantly injected with juvéderm voluma® xc in the cheeks, but no issues have been reported relating to the cheek injection. About 2 months later, the patient experienced swelling in both tear troughs. Patient also experienced angioedema and swelling in the lips that would initially present in the morning, then subside during the day. Two weeks later, the patient was treated with an antihistamine and possibly vitrase. Healthcare professional indicated the symptoms related to juvéderm volbella® xc resolved. Eight days later, the patient¿s lips became ¿lumpy/bumpy.¿ patient was treated with vitrase in the lips and received oral prednisone, xyzal, and benadryl as treatment. It was noted that the hardening of the lips was resolving. The next day the patient claimed they suffered from difficulty breathing. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00200 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspect product, juvéderm volbella® xc.

Manufacturer narrative:
Additional data:

Event description:
Symptoms resolved about a month after treatment.